Event description:
It was reported that the customer passed away due to a heart attack. It was also reported that the customer had high blood glucose levels at the time of death. No further details were given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.